Event description:
It was reported that the patient was admitted to the ER due to an increase in seizures. It was stated that the patient was seizing so badly that intubation may be needed. It was speculated that the patient's settings were low. No additional or relevant information has been received to date.